Event description:
A report received from a hospital administrator stated athat two cancellous screws, one of which was broken, were removed from a 39 year old male patient's right foot. The patient had initially undergone arthrodesis of the right metatarsal with screw fixation and bone grafting on march 10.1992 for an injury sustained in september 1991. On november 16, 1993 he was returned to surgery for removal of the screws. One screw was broken and the distal end remains implanted in the patient's foot. The patient is "doing fine" without complications. The screws were not returned to the distributor for evaluation.